Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported he met with the patient the day prior to the call, and the patient seemed to still have issues with recharge coupling. The rep said it went from eight bars to none, while he was holding the recharger (insr) antenna still over the patient's implant. The rep was requesting an insr replacement for the patient to try. A replacement insr was sent to the patient. No symptoms or further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). The patient reported she was having some trouble with her device, and it had almost been three years since she got the device implanted. The patient further explained that she had been having trouble charging her implant and that she could not charge it. The patient stated it was "totally charged except for it was showing that it needs charging." When the patient put the antenna over the implant, sometimes it would go all the way up to the eight coupling bars, but within a minute, coupling bars would be empty or maybe go to two coupling bars then no bars. The patient stated sometimes she would get no coupling bars at all and stated she kept repositioning the antenna. The patient confirmed she has always felt the implant since she got the implant. The patient stated she did not know if the issue was the recharger or implant itself. Patient confirmed no falls. The patient stated her back was thin, and they put the implant right on her waist. The patient stated it was in a bad spot. Patient services ask if the patient had noticed any changes to the implant site, like the implant had moved, and the patient stated she could not tell. The patient stated she could always feel the edges of implant and wondered if it turned upside down. Troubleshooting over the call did not resolve the issue. A replacement recharger antenna and adhesive discs were sent to the patient. The patient called back the next day, stating that the implant was low in her back. The patient "swears it moves." The patient said if she touched it with her hand, she could move it from one side to the other. The patient said she thinks it was just the location. The patient said everything she wore touched the device. The patient said sometimes it was painful if she was wearing something tight. The patient said it did not happen all the time, just once and awhile. She said sometimes it was how she was laying on it. The patient said she wished the device was in her butt. The patient wanted to know what the adhesive discs were that she received. Patient services told the patient they were to hold the recharger antenna in place. The rep called two days later, stating that she met with the patient to educate her on recharging. The rep said recharging was fine now, and the patient was to try it at home. The patient called back at a later date, stating she received the replacement antenna and met with a rep. The patient was still having issues with coupling. The patient was unable to troubleshoot over the phone with their recharger. At a later date, the patient reported she could move the ins by hand, but it did not move otherwise. The patient was unaware of any circumstances that led to the ins moving and ins implanted at the waist. The patient stated pain occurred when something was tight around the waist, because there was not much fat around the implant area. The patient reported the ins moving, pain at the implant site when wearing tight things, poor coupling, and difficulty charging had not been resolved yet. No further complications were reported/anticipated.